Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint devices were received and evaluated. The dimensional inspection confirmed the drill bit was out of specification and the failure was attributed to human error during manufacturing. This issue has been escalated to CAPA. Appropriate measures and corrective actions were implemented to mitigate this failure. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints reported from the same facility for this lot of devices that were released to distribution. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
This is report 2 of 3 for the same event. It was reported by the sales rep that during a shoulder repair, it was observed that the customer's gryphon drill bit broke the customer¿s anchor while it was being inserted into the bonehole. The sales rep reported that the drill bit was too short causing the anchor to fracture proximally. The surgeon completed the procedure with the device leaving the anchor securely contained within the bone hole and removing the broken pieces. The sales rep confirmed that there were no patient consequences; however, there was a two minute delay. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.